Event description:
It was reported that the patient had a pump implant procedure. The next day she was admitted to the ER and treated for having a series of tia's (transient ischemic attacks). The tia's had not been linked to the device. The patient's morphine pump was turned down to the minimum rate. A few days after the incident, the patient was reported to be stable and doing "okay".

Manufacturer narrative:
(B)(4).